Event description:
Due to traumatic accident the patient suffered femoral fracture which required revision. The doctor revised the femur with a competitive stem.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown osteonic omniflex stem. An evaluation of the device cannot be performed as the device was retained in the hospital pathology and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a periprosthetic femoral fracture after a fall involving an unknown omniflex stem was reported. The event was confirmed. The provided medical information was reviewed by a consulting clinician who concluded: ¿there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this late post-traumatic left hip complication.¿ the reported periprosthetic femoral fracture occurred after a fall. There is no evidence that this event is device related. Further information such as patient demographic and patient history are needed.

Event description:
Due to traumatic accident the patient suffered femoral fracture which required revision. The doctor revised the femur with a competitive stem.